Event description:
The patient reported that about 9 - 10 v-go 30 devices have come off about 3 - 4 hours of applying it to the skin. The patient stated that they come off in the shower and when patient is perspiring. The patient prepares the application site with an alcohol prep prior to applying the v-go device.